Event description:
The issue reported involved an unexpected reading on the insulin gauge, which displayed a 0-unit fill estimate despite differing expectations. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by reloading the cartridge and delivering a bolus to adjust the insulin estimate, ultimately walking the customer through loading a new cartridge. The issue persisted, prompting technical support to decide on replacing the pump and the affected cartridges. The customer was informed about the use of backup therapy through multiple daily injections and was instructed on returning the problematic pump, ensuring a smooth transition to a replacement device.